Event description:
It was reported that during a cardiopulmonary bypass procedure, the perfusionist attempted to set up this unit as a backup unit as he was having issues with the original heater/cooler. This unit was unable to be employed as the flow was too low not allowing the unit to make ice. In addition, the unit was loud and blowing hot air and no ice was produced. The surgical procedure was completed successfully with the original unit and there were no delays, no blood loss of no adverse consequences to the pt.

Manufacturer narrative:
Investigation is in process, but not yet complete. This is related to MDR #1828100-2012-00887.